Event description:
It was reported by the customer, dilator was blocked and wouldn't let wire pass through. 03/20/2023 additional information provided. Easily advanced dilator over the wire but met resistance when attempting to pass dilator into the skin at insertion site due to resistance. Upon inspection the dilator was noted to have irregular tip which would not allow further advancement of dilator. Additional dilator obtained and PICC line placement completed without further problems. Procedure being performed was a PICC placement. Catheter securement device sorbaview contour dressing, mastisol, and secureport IV. Procedure was completed after obtaining a new kit. No patient harm other then discomfort, additional lidocaine was used at the insertion site. Patient was being treated for an infection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. He complaint of the microintroducer failing to insert past the skin is confirmed. One 5.0 fr microintroducer was returned for evaluation. An initial visual observation showed use residues on the device and a slight bend in the microintroducer at the proximal end of the device where the gray sheath meets with the red pull tabs. A microscopic observation revealed deformation of the distal end of the gray sheath of the microintroducer. A localized region was pealed away from the dilator. A gradual sheath tip taper was visible. The complaint of difficulty inserting a microintroducer is confirmed. Possible causes may include insertion procedure of the device or insertion angles of the device, as it may catch on the patient¿s skin or vessel walls. Making a small incision at the insertion site prior to dilator insertion may also mitigate this type of event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, dilator was blocked and wouldn't let wire pass through. 03/20/2023 additional information provided easily advanced dilator over the wire but met resistance when attempting to pass dilator into the skin at insertion site due to resistance. Upon inspection the dilator was noted to have irregular tip which would not allow further advancement of dilator. Additional dilator obtained and PICC line placement completed without further problems. Procedure being performed was a PICC placement. Catheter securement device sorbaview contour dressing, mastisol, and secureport IV. Procedure was completed after obtaining a new kit. No patient harm other then discomfort, additional lidocaine was used at the insertion site. Patient was being treated for an infection.